Manufacturer narrative:
Analysis of the subject returned device did confirm the reported issue. When the device is put on, the messages "technical problem" and ¿no network¿ are displayed. However, rebooting the device resolves the issue. The device is unable to connect to network and to communicate. The most probable hypothesis is that a component failure caused the reported event. No cause for the reported event could be clearly established. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, the transmitter remains on "no network".